Event description:
It was reported that during the implant procedure, the right atrial lead pin had no traction when connected to the device. There was no issue connecting the ventricular lead. The device was not used, and another device was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).